Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.